Event description:
The customer reported being at the emergency room for high blood glucose. The blood glucose reading at time of the call was 300mg/dl. The customer stated that the cannula was bent and the insulin pump did not alarm. Troubleshooting was declined as customer did not feel comfortable using the device. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.